Event description:
A blood glucose readings of 203 mg/dl on her meter compared to a 102 mg/dl on an accuchek. The difference between the two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event. The strips are to be returned for evaluation, and a replacement will be sent.